Event description:
It was reported that this right atrial (ra) lead oversensed noise, which resulted in pacing inhibition. The patient didn't experience asystole. Subsequently, a revision procedure was performed. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.